Event description:
It was reported that the patient presented in hospital with syncope. Upon interrogation, the pulse generator could not be interrogated. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.